Event description:
The or staff reported that during an intraocular lens (iol) implant procedure, there was a small crack felt. The surgeon did not exchange the lens because he felt it was superficial. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
D.3. Product manufacturing site updated due to correction identified. G.9. Manufacturer report number corrected and reported under: 1119421-2022-02248.